Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: we still have issues with the syringes available in these kits. The syringes are leaking and cannot be used on the patient. Risk for the patient. We had 16 different individual incidents where I have the syringes back in my office. For each of these incidents the staff has used spare satellites syringes. No individual consequence reported.